Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the devices broke during a total knee arthroplasty.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was previously investigated on a different report. Please see medwatch# 0001822565-2017-07704. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.